Event description:
Caller reported a malfunction on the pump. It was unclear whether the issue affected the customer's blood glucose levels, as the caller declined to answer. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.